Manufacturer narrative:
Visual examination of the returned product found that the dovetail feature exhibits damage. The flanges are compressed at the tip of the feature and flared out around the posterior notch. The proximal and distal surfaces both exhibit damage (nicks, scratches) in various areas. The DHR was reviewed and no discrepancies relevant to the reported event were found. It was reported that the tibial plate with which the reported articular surface failed to mate was the one implanted with a successful mating with a back-up articular surface. Similarly, the inserter used during the failed insertion was also used for the successful insertion. Therefore, it was concluded that the failed insertion was not associated with the tibial plate or the inserter. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer mis multiple-reference 4 in 1 femoral instrumentation surgical technique and the surgical tip: articular surface inserter proper technique & use guidance document. The dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign, (B)(6). (B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that articular surface doesn't completely insert into the tibial plate during the installation. Attempts to obtain additional information have been made; however, no more is available.